Manufacturer narrative:
Device is combination product.

Event description:
It was reported that shaft break occurred. When a 3.00 x 38mm promus element plus was opened from the pouch it was noticed that the shaft was broken about 20cm from the hub. The procedure was completed with different device. No patient complications were reported and the patient's status was stable.